Manufacturer narrative:
This is an initial report. The customer's product has been returned and the investigation is in process. A f/u report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
A customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.